Event description:
It was reported that the patient experience diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted by the patient that they would feel a jumping sensation in their ribs and chest when laying on their left side at night. The sensation would go away if they roll onto their back. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.